Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; device information was not provided. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Event description:
It was reported via a legal notification that a patient, initial left knee tka on july 9, 2010, with an optetrak tka system, underwent a revision procedure in october 2019, in which another exactech tka system was implanted. The initial optetrak tka system subsequently failed requiring revision surgery. Because he required an additional revision surgery, plaintiff has suffered significant and continuing personal injuries, is limited in his activities of daily living, requires additional physical therapy, and has incurred substantial medical bills and expenses. And, because he was implanted with another exactech tka system, plaintiff is likely to experience another premature failure (and resulting sequalae) in the future. As a direct, proximate and legal consequence of the defective nature of the exactech tka system (and exactech¿s concealment of the defective nature of its tka and taa systems), plaintiff has suffered and continues to suffer significant, permanent, and continuing personal injuries, as described herein. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.